Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent damage occurred. Vascular access was obtained via the femoral artery. The 80% de novo and concentric with a <=45 bend target lesion was located in a mildly calcified and moderately tortuous left ascending artery (lad) with a vessel diameter of 3 mm and lesion length of 18 mm. Following predilation with a non- bsc balloon catheter, a 3.00x20mm promus element stent was selected and advanced but failed to cross the lesion. After pushing for several times, it was noticed that the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the device was returned with the stent protector lodged on the stent. Stent damage was visible through the stent protector. The stent protector was removed with force to image the stent damage. Struts on the most proximal row and towards the center of the stent were lifted. The hypotube was kinked at the manifold strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent damage occurred. Vascular access was obtained via the femoral artery. The 80% de novo and concentric with a <=45 bend target lesion was located in a mildly calcified and moderately tortuous left ascending artery (lad) with a vessel diameter of 3 mm and lesion length of 18 mm. Following predilation with a non- bsc balloon catheter, a 3.00x20mm promus element stent was selected and advanced but failed to cross the lesion. After pushing for several times, it was noticed that the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).. Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).